Event description:
The ligature device was displaying an error message when the disposable ligature device was plugged into the device at the beginning of the case. Message state "device not detected".